Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump has completely lost power and will not come back on ever after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/27/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/05/2013 with the following findings: the pump was powered on and booted to the verify screen. The pump performed rewind, load and prime steps with no power losses. The pump was exercised for 24 hours on a one unit per hour basal program with no power losses. The battery cap height and width were found to be within specifications. The battery compartment and battery cap were not cracked and showed no visible signs of thread wear or corrosion. The pump case was removed to inspect the internal components and no defects were found. Unrelated to the complaint, evaluation revealed a faded and discolored display. A test screen was inserted and found to function properly.